Manufacturer narrative:
Unit passed displacement test, self test, off no power test, error test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime test due to moisture damage on the force system sensor. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. All operating currents are within specification. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed several motor errors. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there were multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.